Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (B)(4) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1: device evaluation: the device has been returned and evaluated by product analysis on 8/22/2017 with the following findings: the black box and alarm history showed multiple cs 128 call service alarms. During the investigation, the pump alarmed with the ¿cs 128¿ upon confirming ¿verify¿ screen therefore the initial call service alarm complaint was duplicated during the investigation. During a visual inspection of the pump, it was observed that the battery compartment was cracked but the returned battery cap was undamaged and able to fit securely to the pump. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board. The investigation revealed a slave processor failure.